Event description:
The customer reported the facility experienced multiple power outages and a coulter lh 500 hematology analyzer in the laboratory powered off several times. The instrument was rebooted and generated 300 vdc voltage errors, reading low at 49 vdc, and became inoperable. There were no erroneous numerical results generated and patient treatment was not impacted in connection with this event. The instrument is not connected to an uninterruptible power supply.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the 300 vdc errors and replaced the rf detector preamp card to resolve the issue. As an incidental measure, the fse replaced the cleaning reagent sensor. (B)(4).